Manufacturer narrative:
The product was returned to the importer. The engineers was visited to the importer in order to investigate the product, and then, they found that the internal cable was damaged. We are still investigating the reason for damaging. (B)(4)

Event description:
Fdr go reportedly initiated an exposure without a user request on (B)(6) 2016.